Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. Mark was less than optimal, but needle deployment was attempted anyway. The procedure resulted in what appeared to be a good closure. One hr following the pvs procedure, the pt developed a vasal-vagal response and arrested. Resuscitation was unsuccessful. A postmortem revealed that the pvs closure was in the subcutaneous tissue proximal to the anterior puncture site. A 200cc retroperitoneal bleed was also noted. The cath lab director indicated that the cause of death was listed as a fatal arrhythmia. An IV access line came out during the resuscitation effort and access could not be re-established to give anti-arrhythmic drugs. The director could not be certain whether administration of the anti-arrhythmics would have prevented the death.